Event description:
It was reported that an object had fell on the merlin.net transmitter which caused the device to smoke from the electrical outlet. The device was returned and exchanged.

Manufacturer narrative:
No conclusion code available; final analysis found defective circuit board due to burnt marks. This is consistent with the field complaint of power up anomaly.